Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4). Final analysis of the pump found pump/motor/gear train anomaly/corrosion. Final analysis of the catheter found acceptable testing. The catheter was returned incomplete, in segments.

Event description:
Additional information received reported that the patient died of natural causes. The date of death was (B)(6) 2012. The healthcare provider (hcp) reported that there were no issues with the patient's pump or therapy delivery, and further stated "the patient's death was not related to the patient's infusion system at all." It was noted that beginning 5 years prior to the patient's death, the patient "refused pump refills, office visits, and device explant;" therefore it was assumed by the hcp that the patient's pump was empty at the time of death. When therapy was active, the pump medications were morphine 1000 mcg/ml concentration at 300mg/day <(>&<)> bupivacaine 15mg/ml (dose not reported). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Product return recieved from funeral home with no information provided. The date of death was an estimate, and the actual date of death was unknown. Additional information has been requested, but was not available as of the date of this report.